Event description:
Customer reported there is a thin black line on the display that partially obscures the blood glucose reading. No adverse event was reported. The blood glucose monitor was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.